Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on february 23, 2016 which confirmed that the injector was operating within bayer specifications. Quality assurance product analysis received and examined the returned single-patient disposable set (spat, lot number unknown) that was used during the procedure. The multi-patient disposable set (mpat, lot number unknown) that was in use during the event was discarded by the site. Product analysis performed functional testing using a lab stock mpat and the returned spat and confirmed that the products performed to specification with no problems observed. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. The site continues to use the avanta fluid management system after the reported event. No further issues were reported.

Event description:
A bayer representative reported the following: a (B)(6) male patient was undergoing a coronary arteriogram while connected to the avanta fluid management system. After the first injection of contrast, the patient developed a decreased level of consciousness and his blood pressure began to decrease. An undisclosed amount of air was seen in the left coronary artery on the displayed images. The physician treated the patient with a vasopressor medication and the patient was recovered with no other side effects noted.